Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump turns off randomly. Customer stated that the device is going into suspend mode on it own. The customer also stated that when the insulin pump vibrates, there is a rattling noise. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all operating currents, and passed the off no power test. The pump was tested with no vibrator anomaly, and no suspend feature anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a missing end cap sticker.